Event description:
Additional programming history was received from the date of surgery. On the date that the generator was explanted, it appears that a faulted system diagnostics test resulted in the change to the patient's settings. The generator was initially interrogated at intended settings, a system diagnostic test was then performed which failed. The patient's generator was then interrogated and found to be at settings indicative of the faulted system diagnostic test. The generator was then explanted that day. The settings of the generator upon the final interrogation were consistent with the settings of the generator when returned.

Event description:
A generator that was explanted on (B)(6) 2012 was returned for product analysis. During analysis, it was observed that the generator was returned at settings indicative of a faulted system diagnostic test. The date when the settings change occurred is currently unknown. Programming history, available in house was reviewed. The last available data was from (B)(6) 2011, which revealed no anomalies.

Manufacturer narrative:
Analysis of programming history.